Manufacturer narrative:
No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.

Event description:
The hosp reported that they have had 15 reusable heater wire assemblies that have cracked at the v-notch on the elbow connector. (Note the v-notch is part of the connection port where a temperature / flow probe is inserted).